Event description:
Related manufacturer reference number 1627487-2019-11674. Related manufacturer reference number 1627487-2019-11675.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11674. Related manufacturer reference number: 1627487-2019-11675. It was reported that the patient's system was explanted due to the physician's concern of a possible infection. Cultures revealed no infection occurred. Surgery addressed the issue.